Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less then 200 ohms. No noise was observed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).